Manufacturer narrative:
Medwatch sent to FDA on 12/14/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported a patient had a "significant seroma" after being implanted with a seri surgical scaffold. No other information was reported.

Manufacturer narrative:
The events of inadequate tissue ingrowth and wound dehiscence are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device, and no analysis or testing will be done.

Event description:
Healthcare professional reported a patient had a "significant seroma" after being implanted with a seri surgical scaffold. No other information was reported. After additional investigation, healthcare professional reported, "seri implanted for soft tissue reinforcement. Progressive thinning and loss of integrity of imf [inframmamary] incision. Ultimately returned to or. Unincorporated seri explanted. Skin/soft tissue debrided. Reclosed x2". The device was implanted to support soft tissue reinforcement during a revision to right side breast reconstruction and showed 0% incorporation nearly two months post-implantation. 100% of the device was removed at that time.